Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To address the issue, the getinge stm replaced the scroll compressor and performed a full calibration and functional test in accordance with the system¿s respective service manual. The stm completed the pm and the iabp was returned to the customer and cleared for clinical use the initial reporter named is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
It was reported that during a preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the compressor output specification was above the maximum tolerance. It exceeded specification within 15 to 20 minute into testing. There was no patient involvement; thus, no adverse event was reported.